Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer's continuous glucose monitor read "high", however, a specific blood glucose (bg) value was not provided.customer loaded a new cartridge to resolve the issue however the cartridge alarm recurred. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy. A correction bolus via pump was administered to address the bg level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.